Manufacturer narrative:
(B)(4). Leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter translated from french to english: amgen received notification on (B)(6) 2024 from a patient of a complaint for nplate vial - lyophilized involving 01 unit from lot/batch 1176593d. The date of the event was reportedly 27-nov-2024. The complainant reported the following event: the patient/pharmacist/prescriber reported the following event: when doing the injection, the syringe leaked the reconstituted product. Complaint country: france, amgen fdp lot number: 1176593d, material description: dcomp syringe 1ml ll, vendor lot number: 3285574, amgen lot number: 0010734448, complaint code family: drug injection.